Manufacturer narrative:
This report was initially submitted following notification from a customer in hong kong regarding false positive cefoxitin screen (oxsf) results for a patient staphylococcus aureus strain in association with the vitek® ast-gp67 test kit (ref# 22226, lot# 1321039203). Software version 8.01. Initial testing resulted in a positive cefoxitin screen, while repeat testing was negative. The customer identified the strain as staphylococcus aureus using the vitek® ms. The isolate is not available for submittal. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference methods. Since the isolate could not be submitted for investigational purposes, no additional investigation could be completed. Vitek® 2 ast-gp67 cards, lot 1321039203 met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer in (B)(6) notified biomerieux of a false positive cefoxitin screen for a patient staphylococcus aureus strain in association with the vitek® ast-gp67 test kit (ref# 22226, lot# 1321039203). Software version (B)(4). The customer identified the strain as staphylococcus aureus using the vitek® ms. Initial test results: ast-gp67. Lot 1321039203. Cefoxitin screen (oxsf) = positive. Oxacillin (ox1) - mic = 0.5, changed to resistant. Expected results: cefoxitin screen (oxsf) = negative. Oxacillin (ox1) = susceptible. Alternate test results: disk diffusion: cefoxitin = susceptible. Oxacillin = susceptible. Pcr filmarray pneumonia plus panel meca/c mecj not detected. Result: filmarray sa detected but not resistance genes. Repeat testing results: ast-gp67. Lot 1321039203. Cefoxitin screen (oxsf) = negative. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.